Event description:
Additional information was received for this case. The patient is fine.

Event description:
An aneurx and talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently due to a contained rupture from a type iii endoleak separation endoleak between the aneurx 24x24x40 extension and one of the talent limbs 16x16x80 or 14x24x105. The physician performed a secondary intervention and cut the talent bifurcate 3cm from the bare springs and a dacron graft was sewn into the patient, resolving the event. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).